Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator replacement procedure. During the procedure, it was noted that the right ventricular (rv) lead had stuck to the pulse generator's header. The rv lead was able to be disconnected and connected to the new pulse generator's header. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of difficulty removing the ventricular lead from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the v-lead to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design. Actions have already been taken to prevent reoccurrence. A header re-design has been implemented to correct this issue.